Event description:
An ophthalmologist reported that she had 2 pts' experience endophthalmitis two days after a cataract surgery on case #1 and case #4. This is for case #4. A questionnaire was received from the surgeon. This pt was diagnosed with endophthalmitis in the right eye and the surgeon does not suspect the handpiece but wants to be thorough. The pt was put on a steroid and an antibiotic drop postoperatively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).